Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no product quality issue reported from this lot. The reported device damaged by another device resulting in complete clip detachment (ccd) was due to procedural conditions. Additionally, the reported single leaflet device attachment (slda) appear to be due to procedural condition. A definitive cause for reported mitral regurgitation (mr) cannot be determined. The reported dyspnea is a cascading event of mr. The reported embolism and foreign body in patient appear to be due to the procedural condition. The reported tissue damage was due to slda. The reported patient effects of recurrent mitral regurgitation (mr), embolism, tissue damage, and dyspnea are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacturing, design or labeling. The two additional mitraclip xtr devices are filed under separate medwatch report numbers.

Event description:
This is being filed to report single leaflet device attachment/slda, tissue damage, recurrent mitral regurgitation, prolonged hospitalization, surgical intervention, and embolization of fully detached clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted barlow's valve disease. On (B)(6) 2020, two clips (90212u129, 90212u143) were successfully deployed, reducing mr to 1. Then on (B)(6) 2020, the patient returned for a follow-up with recurrent mr and shortness of breath. The clips were stable on both leaflets. The mr had increased to 3-4 due to an unknown reason. The patient underwent a second mitraclip procedure to further reduce mr. An additional clip (90212u130) was attempted to be placed medial, but grasping was not successful and the clip inadvertently interacted with one of the previously implanted clips (90212u129). The clip (90212u129) became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda), resulting in tissue damage. There was also movement of the other clip (90212u143). The additional clip (90212u130) was placed lateral instead, and the clip was deployed to also treat the slda. However, there was still movement of the other clip (90212u143). Three clips are implanted, reducing mr to 3. A decision was made to send the patient to surgery to further reduce mr. On (B)(6) 2020, the patient underwent surgery. The next day, the slda moved clip (90212u129) became fully detached and the clip was found in the right atrium. The patient was successfully treated through mitral valve replacement. The patient is stable. There was no clinically significant delay in the procedure. No additional information was provided.